Event description:
It was reported that there was a non-specific malfunction noted regarding the lead or device. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative analysis determined that the hv output circuits were damaged. The root cause of the damage could not be determined.